Event description:
Incident report received on 26th september 2016 detailed the following incident: "distal portion snapped off - left in situ in patient mind way down a lateral branch"

Manufacturer narrative:
Initial lot history review demonstrated the lot was manufactured to correct specifications. Device has been returned for further analysis. Sem testing scheduled to be performed and a follow up report will be available when testing and our investigation has been completed.

Event description:
Incident report received on 26th september 2016 detailed the following incident: "distal portion snapped off - left in situ in patient mind way down a lateral branch".